Manufacturer narrative:
Medtronic received additional information that this annuloplasty ring was replaced due to residual, post-implant, moderate regurgitation. It was confirmed there were no adverse patient effects from the device or the replacement procedure. The product was discarded and will not be available for analysis. Patient code updated.

Manufacturer narrative:
The product has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this annuloplasty ring in the mitral position, this ring was explanted and replaced with a mitral valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.